Event description:
During use for cardiopulmonary bypass, the roller pump intermittently could not be started. The pump was replaced. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.